Manufacturer narrative:
(B)(4). Additional information: on (B)(6) 2016, the patient experienced peritonitis manifested by cloudy effluent and diffuse abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Patient was born in 1941. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain. Ten days after the event onset, the patient started treatment with cefalotin (2g; route and frequency not reported) and ceftazidim (2g; route and frequency not reported) for peritonitis. Physioneal and extraneal therapies remained ongoing. Four days later, the cefalotin and ceftazidim were discontinued. Twenty five days after the event onset, the patient's effluent was cloudy. Recovery status was not reported. Thirty five days after the event onset, the patient was again treated with cefalotin (2g; route and frequency not reported) and ceftazidim (2g; route and frequency not reported) for peritonitis. Six days later the patient was hospitalized for the event and discharged the same day. Patient recovery status and outcome of the event were not reported. At the time of this report, antibiotic therapy remained ongoing. No additional information is available.